Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-06063. Manufacturer report number: 2017865-2020-06065. It was reported that the patient presented with pocket erosion. It was noted that the pacemaker, right atrial lead, and right ventricular lead were visible through the patient's skin. The physician plans to explant the pacemaker after a week of anti-infection therapy. No interventions were reported. The patient was stable.

Event description:
New information received noted that the pacemaker, right atrial lead, and right ventricular lead was explanted on 30apr2020. The physician suspected that the infection was due to patient constitution. The patient was stable post procedure.